Event description:
It was reported that the patient received inappropriate shocks due to noise. The tachy therapy was turned off and the patient was given a life vest 6 months back. Out of range impedance was noted. Externalized conductors were observed on the right ventricular lead upon venogram. The lead was explanted and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.